Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response (atr) due to oversensing of ventricular signals in the atrial channels. Technical services (ts) discussed reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.